Manufacturer narrative:
All applicable dimensions of the single rod to rod connector were measured and determined to be within specifications per the print. Under magnification, one of two set screws on the single connector appeared not to have been locked down onto the rod. This is evidenced by a lack of deformation normally seen on the set screw when locked properly. If the clamp was not locked down properly it may have contributed to the construct failure. The exact cause of the reported issue cannot be determined.

Event description:
It was reported to globus that a pt had prior fusion at l4-s1. In (B)(6) 2014 surgeon extended current fusion to l3-l4 with revere screws and clamp. Several weeks later, it was reported pt heard a loud snap sound. Revision surgery took place (B)(6) 2014, it was found the rod to rod clamp was broken, and screws were loose in the pedicles, and there was a non-union (pseudarthrosis).